Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-jan-2026, a facility representative reported via (B)(4) that an ar-9097-15 short power-capturing rod broke during a case with no patient affected.